Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump alarmed and with a visual check there was a large bulge above the lower fitment in the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a bulge/balloon just below the upper fitment. Functional testing was performed and fluid flowed freely in the set with no issues observed. During testing, ballooning was replicated only by giving an IV push without clamping the tubing above the port. The root cause of the balloon/bulge in the silicone segment was identified as giving an IV push medication or flush below the pump without first clamping the tubing above the injection port.